Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that when checking the history on the system monitor, it showed that the pump had stopped. The waveforms showed that both power leads had been disconnected. The system controller was exchanged and the issue was resolved.

Manufacturer narrative:
The patient remains ongoing on lvad support. The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.